Event description:
A distributor contacted stryker to report that a customer¿s device could not be powered on and the status indicator was inoperable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted stryker to report that a customer¿s device could not be powered on and the status indicator was inoperable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. Visual inspection revealed damage to the pcba that would be consistent with thermal damage. Char damage was observed on a track, leading to a blown fuse. The device was scrapped by heartsine and the customer was provided with a replacement device.